Event description:
A staff nurse reported that during insertion of an intraocular lens (iol) the cartridge split, causing the iol to be seated at an angle. During removal of the iol, the capsule broke and the surgeon performed a vitrectomy. The nurse reported an incorrect cartridge delivery system was used for the iol model. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 05/19/2009 and 06/04/2009 by phone, fax, and mail. A completed questionaire has not been received.